Event description:
The case went well with successful ablation of the vt. Approx 2 hours after the procedure the pt complained of "double vision" and unsteadiness. A neuro exam revealed third cranial nerve palsy consistent with stroke in the right thalmo-striate region. It was not life threatening. Overall impairment would be classified as mild. The pt's hosp stay was extended for anticoagulation with warfarin. The pt has much improved and undergoing rehabilitation. The prognosis is satisfactory.